Event description:
It has been reported to philips that after a hospital power failure an error message stating "x-ray not possible" appeared on the device. No patient or user harm was reported. However, the procedure had to be cancelled. A philips field service engineer (fse) inspected the system onsite and confirmed that the os (operating system) disk on the ippc (image processing pc) was faulty. Fse proceeded to replace the faulty disk, installed the operating system and confirmed normal operation. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, an planned treatment was performed when the issue occurred. The procedure was completed by using mobile surgery. The philips service engineer inspected the system onsite and confirmed that x-ray not possible is displayed and x-rays are not emitted. The fse found that the cause of the reported problem was that the os (operating system) disk on the ippc (image processing pc) was faulty. The fse replaced (operating system) disk on the ippc and installed it, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.